Event description:
It was reported patient's scs system was not providing effective therapy and as such the entire system was explanted.

Manufacturer narrative:
B3-date of event is estimated. He allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000124142. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.